Manufacturer narrative:
Date of event is the first date of the month of the aware date, as the exact event date was not reported.

Event description:
It was reported that the device frayed at the end. A 180x25cm fathom-16 unwound and frayed at the end. There were no patient complications reported.